Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: no additional observations are performed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.